Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good physical condition. Found that the pump records error code 41786. The functional test couldn't be performed due to the error mentioned. It was unknown what the cause was as the customer did not state what the device¿s fault was. Pwa replacement and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was sent in for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.